Event description:
A customer reported to olympus that during a diagnostic endobronchial ultrasound bronchoscopy procedure, using this ultrasonic bronchofibervideoscope, the patient went into cardiac arrest. At the time of the report, chest compressions were performed on the patient for approximately a half hour. The sales representative reported that the patient has a pre-existing heart condition and had nothing to do with olympus products. Additional information has been requested, however, unsuccessful.